Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation and is considered confirmed. The cause was found to be a failed speaker with impedance out of specification. The rear case which contains the speaker was replaced.

Event description:
It was reported that a spectrum pump had a speaker that doesn't work in the step down unit. It was also reported there was no patient involvement.